Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-jun-25 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that per pump logs reviewed on (B)(6) 2018, a motor stall was identified on (B)(6) 2018 at 17:44 with a recovery at 18:25. Another stall was identified on (B)(6) 2018 at 09: 47 with a recovery at 10:54. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies and instead device code (B)(4) applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated that device interrogation on 2018-jun-13 identified a motor stall occurred on 2018-jan-24 at 17:44 and recovered on 2018-jan-24 at 18:25 and another motor stall that occurred on 2018-jan-25 at 09:47 and recovered on 2018-jan-25 at 10:54. Both motor stalls and recoveries were magnetic resonance imaging (MRI) induced motor stalls. No actions were taken. The patient was receiving morphine 10mg/ml for a total dose of 4.007mg/day, compounded baclofen 45 mcg/ml for a total dose of 18.031mcg/day, and clonidine 115mcg/ml for a total dose of 46.008mcg/day. The outcome of the first motor stall resolved without sequelae on 2018-jan-24 and the second motor stall resolved without sequelae on 2018-jan-25. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The motor stalls were noted to be related to MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.